Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient in (B)(6) receiving intrathecal morphine (30 mg/ml; dose and lot not available), clonidine (125 mcg/ml; dose and lot not available), and bupivacaine ("opgelost inbupi 0,25%; dose, and lot not available) via an implantable infusion pump. The indication for use was noted as failed back surgery syndrome. Pump overinfusion was reported. The hcp reported repeated discrepancies between the content of the pump reservoir, during refills. During the previous refill, the patient reported withdrawal symptoms and the reservoir was empty, while the clinician programmer showed that some milliliters should have been present. After the device was refilled, the hcp asked the patient to come back half way through the refill interval, to verify. At the next visit, the clinician programmer showed the reservoir should sill have 20cc; however, only 10cc was in the reservoir. The issue was reported as not resolved, as a replacement was planned for (B)(6) 2015; it was also reported that the surgery was scheduled on (B)(6) 2015. The patient status at the time of the report was "alive - no injury". The pump return status was reported as "will be returned". No additional information was specified. If additional information becomes available, a follow-up will be submitted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative. It was noted that the drugs in the pump were in glucose solution 40 ml. The pump was returned and the catheter was not returned. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon device return, analysis found that the pump to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Evaluation result code no longer applies. Evaluation conclusion code no longer applies.